Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. The customer¿s blood glucose level ranged from 58-74 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.